Event description:
The pump was returned for investigation. Investigation revealed contamination on the force sensor plate, and that the force sensor is out of calibration. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the force sensor was out of calibration. There was evidence of contamination observed on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).